Manufacturer narrative:
Device labeling, available in print and online, states: vac foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the would for greater than the recommended time period may foster ingrowth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Based on info provided by the health care providers, it cannot be determined when the foreign body alleged to be v.a.c white foam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to possible user misuse.

Event description:
The following info was reported to kci by the pt and the physician's nurse: on (B)(6) 2011, activ.a.c therapy was initiated. On approx (B)(6) 2011, the pt had removed the dressing in the shower, but this time, the foam that was normally in the tunnel of the wound could not be found. The nurse was informed that the dressing could not be found. The nurse explored the right buttock wound for the dressing but was unsuccessful and performed the dressing change. Between (B)(6) 2011, the wound drainage began to increase and became pus-like. On an unk date, the physician was notified and ordered septra to be taken for 10 days. The pt's wound did not improve and the physician prescribed levaquin to be taken for 7 days. On (B)(6) 2011, activ.a.c therapy was discontinued. On (B)(6) 2011, the pt was admitted to the hospital for infection. On (B)(6) 2011, the pt was discharged from the hospital. The pt had an appointment with a surgeon for a consult. During the wound eval, the surgeon discovered a small piece of foreign material embedded in the base of the wound. The foreign material was removed with forceps and large amount of purulent drainage was evacuated via compression with two fingers. The pt was prescribed with tetracycline 500 mg four times daily for 21 days for treatment of the infection. On an unk date, the pt wound was healing.